Manufacturer narrative:
Evaluation of the returned pod coil revealed that the pusher assembly was proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement, and the device may not advance at all. This damage was likely incidental to the reported complaint and the root cause could not be determined. The complaint indicated that the pod coil was able to be advanced into the microcatheter. Therefore, the root cause of the reported complaint could not be determined. Further evaluation revealed kinks in the pusher assembly. This damage was incidental to the reported complaint and may have occurred due to forceful advancement against resistance or packing for return. During the functional test, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the mid-joint was advanced through the friction lock additional resistance was encountered due to the kinks in the pusher assembly as the embolization coil was advanced completely out of its introducer sheath. The pod coil was then advanced through a demonstration microcatheter with resistance due to the kinks in the pusher assembly. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. During the procedure, while advancing a pod coil into the microcatheter, the physician experienced resistance, and the pod coil would not advance any further. Therefore, the pod coil was removed. Then, the physician advanced another pod coil to the target vessel; however, the pod coil was determined to be too small and would not form in the vessel. Therefore, the pod coil was removed intact. The procedure was completed using a larger pod coil and the same microcatheter. There was no report of an adverse effect to the patient.